Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) exhibited an error message upon start up. Technical support (ts) explained that the epg self-test had been interrupted, which likely caused the error. Ts had the caller remove the battery to reset the epg and turn on device again. The error did not reoccur. The epg remains in use. There was no patient involvement.